Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available sensing trend confirmed a decrease of sensing amplitude from 18 mv down to 5 mv on (B)(6) 2016 as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 25 months after the implant, a decrease of ventricular sensing from 18mv to 5.5 mv was noted. Provocative maneuvers did not reveal any change. The patient remains monitored. No adverse patient side effects were reported.